Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen takes longer to respond to presses. Contact stated sometimes it takes up to 4 presses. Customer reported blood glucose level was 90 (mg/dl). During troubleshooting the touchscreen was performing as intended.